Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush. It was reported by the customer that at ICU during procedure infusion, bdmax plus would not flush. No known harm to patient, another one used successfully. This is the 3rd report for the same product. Verbatim: describe the event or problem: ICU - procedure infusion - bdmax plus would not flush. No known harm to patient, another one used successfully. This is the 3rd report for the same product. What was the original intended procedure? : infusion what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they were unable to flush the set could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22089414 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush. It was reported by the customer that at ICU during procedure infusion, bdmax plus would not flush. No known harm to patient, another one used successfully. This is the 3rd report for the same product. Verbatim: describe the event or problem: ICU - procedure infusion - bdmax plus would not flush. No known harm to patient, another one used successfully. This is the 3rd report for the same product. What was the original intended procedure? : infusion. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.